Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.the other perclose proglide device referenced in b5 is being filed under a separate medwatch MFR number.

Event description:
It was reported that a technician attempted arteriotomy closure of a mildly calcified common femoral artery using a proglide device after a common iliac stenting procedure. Reportedly, when the plunger and needles were retracted from the device body, there was no suture present. The device was removed, and another proglide was attempted with the same result. The device was also removed and hemostasis was achieved using a non-abbott device. There was no adverse patient sequela. The technician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the suture and posterior needle tip were not returned. The returned condition substantiated the reported product experience. Inspection of the returned device revealed that the posterior cuff tabs were undisturbed and there was no needle strike mark observed at the posterior foot, indicating that the posterior needle was deflected away from the posterior foot instead of engaged with the posterior cuff inside the posterior foot pocket during needle deployment, as intended. The posterior cuff miss would result in a failure to retrieve the suture during plunger retraction as reported. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel. Contributing factors for needle deflection that resulted in the posterior cuff miss include, but are not limited to, manufacturing, challenging anatomical conditions, and deployment technique. The needle trajectory of every device is verified twice during manufacturing. Also, during lab testing, the plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. The reported mild calcification in the artery could have contributed to needle deflection during deployment. The device instructions for use (IFU) states: the safety and effectiveness of the perclose proglide devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. Failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall may cause a cuff miss. No user technique information was provided. There was no definitive evidence in the evaluation of the device to suggest that the observed needle deflection could have been caused by user technique. Based on the reported information, manufacturing inspection criteria, and analysis of the returned device, the most likely cause for the posterior cuff miss that subsequently resulted in an anterior cuff-to-needle tip detachment and failure to retrieve the suture is related to the operational context in which the device was used. No manufacturing or quality deficiency was detected as a result of this investigation. Review of the device history record did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and there does not appear to be any indication of a lot product quality deficiency.